Manufacturer narrative:
D4. Lot #; corrected information; initial report inadvertently omitted lot information f10. Adverse event problem, health effect - impact code; corrected information; initial report inadvertently omitted code h6. Adverse event problem codes, type of investigation; corrected information; initial report inadvertently omitted code

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had an infection at the generator site. The patient underwent a full system explant. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No additional relevant information has been received.